Event description:
The customer reported that while the unit was in use on a pt, saline solution was accidentally spilled into the unit. The pt was switched to another unit and therapy was continued. No pt injury was reported.